Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2018, the patient underwent a thoracic aortic aneurysm procedure using a relay plus endoprosthesis for a thoracic aortic aneurysm repair with gore® dryseal flex introducer sheath and the guidewires (radifocus and lunderquist). The patient tolerated the procedure. On (B)(6) 2018, a follow up examinations revealed that the patient had purpuric rash on the right lower extremities. On (B)(6) 2018, the "paient" contacted a dermatology. According to the dermatopathology, the purpuric rash was diagnosed as embolism caused by a hydrophobic polymer coating. No treatment and medication was given. The patient did not notice any symptoms at all. On (B)(6) 2018, the purpuric rash decreased. The patient discharged the hospital. The physician stated as follows: the stentgraft deployment was not abnormal. Many vascular catheter devise have hydrophobic polymer coatings. Some patients have a risk of embolism and granuloma by scattering hydrophobic polymer coatings. The risk was reported on FDA website in 2015 or 2016.